Manufacturer narrative:
The field service engineer performed an instrument inspection. He cleaned the sample probe tubing and re-set the tubing. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing. Unique device identifier (UDI) (B)(4).

Event description:
The initial reporter received questionable troponin t high sensitive stat results for one patient tested on a cobas e411 rack. The patient's initial result was reported outside the laboratory. The customer performed repeat testing on the same analyzer for confirmation. The patient's initial troponin result was 21.08 pg/ml with a data flag. The patient's first repeat troponin result with a different sample was 407.5 pg/ml with a data flag. This sample was a redrawn sample and not collected at the same time as the initial sample. The patient's second repeat troponin result with the initial sample was 401.2 pg/ml with a data flag. The customer determined the patient's troponin result of 401.2 pg/ml was correct. The troponin reagent lot number was 459541 with an expiration date requested but not provided.